Manufacturer narrative:
A steris service technician inspected the system 1 processor and found it to be operating properly. The technician inspected above and below the tray in the system 1 processor and no buffers or chemical residue was found. The technician ran both diagnostic and sterile cycles which evidenced passing results. The system 1 processor is under steris maintenance contract and was installed (B)(4), 2010. The unit has remained in service with no further issues. Steris has offered in-service training on the proper use and operation of the system 1 processor and is awaiting a scheduled date.

Manufacturer narrative:
Steris will conduct in-service training during the week of (B)(4), 2011 on the proper use and operation of the system 1 processor.

Event description:
The user facility reported that after a completed sterilization cycle, an employee opened the lid to the system 1 processor and noticed the chemical indicator had not turned the proper color to indicate sterilization. While the employee was removing the chemical indicator, droplets of liquid came in contact with her arm. She ran her arm under cold water and went to the facility's emergency room where silvadene and a bandage were applied. The employee missed no time from work and has no sustaining injuries. A scope was in the system 1 processor at the time of the event. It was successfully reprocessed in the same unit. There were no procedural delays or cancellations due to the reported event.